Manufacturer narrative:
Submit date: 3/7/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump over fed the patient by 10ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the enteral feeding pump over fed the patient by 10ml.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the enteral feeding pump over fed the patient by 10ml.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.